Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in australia, approximately 3 years and 4 months post implant of a 26mm edwards sapien 3 in mitral position inside a magna mitral ease valve, the sapien 3 valve was stenosed. The existing valves were explanted, and a new surgical valve was implanted. The patient has rheumatic heart disease, and it was suspected that the patient has not been compliant with medications.

Manufacturer narrative:
The explanted valve was returned in a jar with solution, and the valve was within edwards' magna mitral ease surgical valve. The following visual observations were made: host tissue was present around the pvl skirt and in between surgical valve. Pannus growth on commissure. Valve frame distorted and canted, it is likely due to explant. From x-ray, no calcification observed on the incident transcatheter heart valve, however, calcification observed on the pre-existing surgical valve. The complaint for valve stenosis was unable to be confirmed due to unavailability of medical record or relevant procedural imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Implanting valve in mitral position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use at the time of implantation and australia. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, "approximately 3 years and 4 months post implant of a 26mm edwards sapien 3 in mitral position inside a magna mitral ease (viv procedure), the valve was stenosed. Therefore, the existing valves were explanted, and a new surgical valve was implanted". Per returned device inspection, no calcification was observed on the valve (figure 5), no abnormalities on leaflets, and the valve frame was damaged due to the explant. The valve condition prior to explant was unknown due unavailability of relevant imagery. Due to insufficient information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.